Manufacturer narrative:
Device was used for treatment, not diagnosis. Explanted on an unknown date in (B)(6) 2012. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was also implanted on (B)(6), 2011 with an unknown titanium rod which she reports has contributed to her injuries. The patient reports that she has lost the use of her left arm and has extensive permanent damage to her left arm bones, elbow joint and tendons.this is report 1 of 3 for (B)(4).

Event description:
The patient reported that she had been diagnosed with a 3 mm displacement of the elbow in 2011. A doctor recommended physical therapy and other physicians suggested surgery for the displacement; there was also a fracture, which the patient says could not be identified via x-ray. On (B)(6) 2012, the patient was implanted with two synthes 2.0 mm kirschner wires and one synthes 100 mm long 6.5 mm cancellous bone screw. In addition to the synthes products, another manufacturer¿s 18 gauge wire was also used in the procedure. The patient reported that immediately after the surgery she began having pain and was forced to immobilize the elbow. The screw and kirschner wires were removed during a procedure in (B)(6) 2012. An attempt was made later on (B)(6) 2014 to remove the other manufacturer¿s wire. During the removal, the wire was found to be rusty, broken, loose, and migrated. The patient stated that the other manufacturers wire is not supposed to be intermingled with non-like alloys and has requested the material composition; an engineer has been contacted to provide the information to the patient. This is report 1 of 2 for (B)(4).